Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location while in its original packaging (silver bag sealed). This was identified at the hospital when the customer ¿took it out from the fridge, then solution just leaked out of the packaging¿. The bag contained total parenteral nutrition. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 26, 2019 - november 27, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.